Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors had flow issues. The reporter stated that one device over infused on a male patient of (B)(6) years of age, and one device under infused on a male patient of (B)(6) years of age. Both events involved a patient with no patient consequences. No additional information is available.